Event description:
The doctor stated that the pt had a mittleman pre-jowl implant removed and the medpor mandible implants placed. The medpor implants were vacuum imbedded in a antibiotic solution. The left implant was tried, re-positioned and modified until it was placed well. This implant was removed for sizing and carving of the opposite side with further modification to the anterior length from 70mm to 55mm. The right implant was stabilized with one titanium screw. In positioning the left implant, a fracture occurred and it was placed in two pieces without stabilization. In 2000, the pt complained about a hump in the left jowl. In 2001, the pt underwent surgery. The doctor injected 1.5ccs of hydroxyl apatite mixed with avatine and a portion of the anterior segment of the implant was removed from the left jowl. 9 months later the pt could feel a hump in the left jowl. In 2002, the pt underwent surgery and additional portions of the left jowl implant were removed. In 2004, the pt states that they went to another doctor and underwent surgery to have the mandible implant removed from the left jowl.